Event description:
It was reported the patient experienced stimulation in the wrong location. It was stated the patient experienced stimulation in her stomach and rib area about a month prior to report. It was further stated that multiple reprogramming sessions had been taken place but they were unable to capture the appropriate location. It was reported the patient had previously not been using her implantable neurostimulator (ins) and that the ins was dead due to having not charged the device. It was stated the patient¿s physician had decided to remove the entire old device system at the time of report. It was noted the patient was feeling appropriate stimulation coverage intra-operatively. Additional information stated that impedance issues were unavailable ¿because the battery was dead.¿ it was again noted the patient was ¿able to get coverage of stimulation where she needed it¿ after the replacement surgery. Additional information noted the lead was not tested intra-operatively and was instead just replaced. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a290, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead; product ID 37714, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a290, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead. (B)(4).